Manufacturer narrative:
The customer stated that they run control once a week on tuesdays. The control results have been acceptable. The customer¿s test strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Relevant retention test strips (lot 345217) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of questionable inr results for multiple patients tested on multiple coaguchek xs plus meters compared to the stago neoplastine laboratory method. The customer provided discrepant results for 12 patients. The customer did not know which results came from which meter. The 5 meters involved were serial numbers (B)(4). The customer stated that most of the patient's therapeutic ranges were 2.0 - 3.0inr. The results in question were reported outside of the laboratory.

Manufacturer narrative:
The reporter's meters and test strips were provided for investigation where they were tested using retention controls. 1 strip from each vial was tested on each meter. Testing results: (B)(4). Qc 1: 3.1 inr, qc 2: 3.1 inr, qc 3: 3.1 inr, qc 4: 3.0 inr, qc 5: 3.1 inr, qc 6: 3.1 inr, qc 7: 3.1 inr. (B)(4). Qc 1: 3.1 inr, qc 2: 3.1 inr, qc 3: 3.1 inr, qc 4: 3.1 inr, qc 5: 3.0 inr, qc 6: 3.1 inr, qc 7: 3.1 inr. (B)(4). Qc 1: 3.2 inr, qc 2: 3.2 inr, qc 3: 3.1 inr, qc 4: 3.1 inr, qc 5: 3.1 inr, qc 6: 3.1 inr, qc 7: 3.1 inr. (B)(4). Qc 1: 3.1 inr, qc 2: 3.1 inr, qc 3: 3.1 inr, qc 4: 3.0 inr, qc 5: 3.0 inr, qc 6: 3.1 inr, qc 7: 3.1 inr, (B)(4). Qc 1: 3.1 inr, qc 2: 3.1 inr, qc 3: 3.1 inr, qc 4: 3.1 inr, qc 5: 3.1 inr, qc 6: 3.1 inr, qc 7: 3.1 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot qc lot. All measurements were without error messages.